Manufacturer narrative:
Device passed self test and displacement test. No hardware low level failures error, software error or the motor arm cannot communicate with the main arm noted during testing, however, hardware low level failures error and software error found in the device history due to moisture damage. During visual inspection, electronics stack and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not working properly. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. It was reported that they had performed self test and was failed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.